Event description:
It was reported that during a jaw tumor operation after very intense use of at least 3 hours, the generator showed on the display: release pressure on the blade and focus with ref. The surgeon promptly extracted the forceps from the surgical field, and while the instrumentalist tried to clean it, the blade broke. In no way did the unexpected involve the patient and the instrument was immediately replaced. There were no patient consequences.

Manufacturer narrative:
(B)(4).date sent: 7/8/2026.d4 batch #: a7012p.d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.